Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for analysis. The event history log showed that there were cassette not attached alarms. The analyst performed a pump's pressure switch test and visually inspected the pump. The customer's reported problem was confirmed. The pump was found to be displaying "cassette not attached properly, reattach cassette" alarm message during the investigation was shown. The "occlusion calibration needed" issue was caused by fluid ingression. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited occlusion and needed calibration. No patient consequences were reported. No adverse effects were reported.